Manufacturer narrative:
B4:02aug2021. The customer evaluated the device with assistance from a philips remote service engineer (rse), and it was determined that the user interface assembly (ui) needed to be replaced to return the device to working condition. The customer¿s bio-med replaced the ui to resolve the issue and bring the device back to functionality.

Manufacturer narrative:
(B)(6) 2021. There was no patient involvement.

Event description:
It was reported to philips that the device had an inoperable touchscreen. The device was not in clinical use at the time of the event. There was no report of patient or user harm.